Event description:
On 7/27/00, following a diagnostic cardiac angiogram and deployment of the angio-seal device, the pt experienced hypotension and bradycardia and was placed on dopamine and moved to the ICU. The pt was not stable for the next four hours. A CT scan of the abdomen revealed a large right retroperitoneal hematoma at the site of the angio-seal device. On 7/28/00 the pt rec'd two units blood and underwent surgery for direct repair of the right external iliac artery, evacuation of the right retroperitoneal hematoma, and removal of the angio-seal device from the intraluminal iliac artery. The pt was discharged 7/31/00.